Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: a review of the pump¿s black box revealed several pump reboots. The battery cap was able to fit and maintain an electrical connection. The battery cap contact measurements were within specification. The pump powered on correctly with no power interruption duplicated during investigation. The test battery cap fully loosened half a turn with no power interruptions. The pump was opened and there was no intermittent condition found on the power printed circuit board. Serial # (B)(4).